Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter noted difficulty in getting the up arrow button to respond to presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump revealed no damage to the keypad cover. During testing, the ok keypad button was intermittently unresponsive; the up arrow and down arrow keypad buttons were unresponsive. The contrast button responded appropriately. The pump cover was opened and evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the battery compartment was cracked. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.